Manufacturer narrative:
Product identifiers have not been provided at this time. Rti/tmi will conduct an investigation of hte product history for bovine pericardium membranes, packaging production records, environmental monitoring and distribution information for related complaint associated with the lot, once the unique identifiers are provided.

Event description:
Rti surgical, inc (rti) and tutogen medical(B)(4)a wholly owned subsidiary of rti, received a complaint on (B)(6) 2018. The complaint indicated that a patient was implanted with a bovine pericardium membrane on (B)(6) 2017 and later developed skin symptoms that pointed towards an allergic reaction (unknown date of onset). On (B)(6) 2018, the complaint coordinator for the distributor called the allergist that evaluated the patient, who indicated that the bovine pericardium did not cause the allergic reaction. Product identifiers were not provided. Additional information was requested. To date, no additional information has been received.

Manufacturer narrative:
Unique product identifiers were not provided, therefore a complete investigation including manufacturing records review could not be conducted. In principle, the bovine material could have caused an allergic reaction. Skin symptoms may also indicate inflammation. Additional information is needed in order to determine the cause of the allergic reaction.

Event description:
Rti surgical, inc (rti) and tutogen medical gmbh (tmi), a wholly owned subsidiary of rti, have not received any additional information for this complaint.